Event description:
It was reported that during a percutaneous coronary intervention (pci), a physician had difficulties retrieving an imaging catheter. The lesion being treated was 90% stenosed with calcification in the left circumflex proximal (lcx). A guidewire and guidecatheter were used to access the lesion without difficulties. A balloon catheter (unknown manufacturer) was used to dilate the lesion and a stent was deployed. Per ivus confirmation, the minimal lumen diameter (mdl) was approximately 2.0mm. The lesion was dilated twice at 12atm with a balloon catheter (unknown manufacturer). Per ivus confirmation, the lesion required additional dilation. The lesion was dilated at 16atm. Ivus was performed once more confirming (mld) was dilated approximately 3.0mm. During withdrawal of the imaging catheter, the catheter could not be removed. The catheter had become stuck at the distal edge of the stent. The physician attempted to retrieve the imaging catheter by removing the imaging core and inserting several devices, but without success. Finally, the catheter had to be removed by surgery. The patient was reported to be in stable condition.

Manufacturer narrative:
The subject device and lot number in question will not be provided to boston scientific for technical analysis, because it was sent together with the stent, to the stent manufacturer. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.